Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed, the inner sheath kinked, and the outer sheath peeled. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position. The stent was able to be deployed without problem. A destructive inspection was necessary to identify torsion of the delivery system and no twisting was found on the outer sheath. A dimensional inspection was performed, and the stent was measured to be within specification. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the observed damage of inner sheath kinked, and outer sheath peeled were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damages. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a walled-of-necrosis with 40% necrotic material. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be implanted in walled-of-necrosis with >30% necrotic material. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-of-pancreatic necrosis with 40% necrotic material during a drainage procedure performed on (B)(6) 2022. During the procedure, the stent was unable to be deployed. The procedure was completed using another axios stent. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. It was reported that the axios stent was intended to be placed to treat a walled-of-necrosis with 40% necrotic material. However, per the hot axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted in walled-of-necrosis with >30% necrotic material.